Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. Blood glucose level at the time of the event was not reported. It was stated that they got an insulin pump error, they were unable to recall which alarm it was. Troubleshooting was provided, however the customer reported that they were unable to complete the rewind for the insulin pump. The insulin pump will be returned for analysis.